Event description:
It was reported to boston scientific corporation that a rescuenet snare was used in an unknown procedure performed on (B)(6) 2026. During the procedure, the snare loop detached from the device and required an additional intervention. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detachment of device or device component. Block h6: imdrf impact code f23 captures the event of unexpected medical intervention.